Event description:
After six years, user returned on (B)(6) 2026 for an audiological evaluation due to reduced speech discrimination over the past 6 months, accompanied by dizziness and nystagmus when turning his head. Benign paroxysmal positional vertigo has been ruled out, symptoms improved with taking diphenidol. No trauma close to the hearing deficit. Re-insertion is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.